Event description:
The customer reported that the system was not booting up and had an uncommanded x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the hard drive. The system operates as intended.